Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16017. It was reported that the patient presented in the emergency room after receiving inappropriate shocks. Upon interrogation, the electrogram revealed inappropriate therapy due to the right ventricular oversensing. The right ventricular lead was dislodged in the right atrium, which was confirmed on x-ray. The implantable cardioverter-defibrillator was partially turned and flipped inside the pocket. The patient felt discomfort with the device position. Twiddler syndrome was suspected. Programming change was made. The right ventricular lead was also explanted and replaced. The device was repositioned lower inside the pocket this time. The patient was stable before, during and after the procedure.